Manufacturer narrative:
Evaluation codes: further investigation of the returned device confirmed the product has detached where the 1" swivel is connected. It appears that the patient was able to manipulate the post through the swivel by constantly applying pressure on the walls of the swivel by angling the end of the post causing metal on metal friction, slowly chipping the metal away. This is the result of allotted spacing (play) between the post and the swivel. The metal on metal friction began rounding the corners of the swivel and post, and with time affected the diameter on the swivel. The diameter on the swivel has been changed and is no longer circular, but oblong in shape. There is no date of manufacture on the product, therefor, going on is unknown. Since the age of the product is unknown, wear and tear may also have contributed to the malfunction. The post slipping through the swivel has been identified as the product failure, but no root cause could be determined. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file # (B)(4).

Event description:
Supplemental required for additional investigation results.

Manufacturer narrative:
Conclusions: the reported break was not confirmed as there was no indication or signs of a breakage on the returned product. However, the product was returned in two pieces. Initial evaluation revealed that the swivel portion came apart causing the bed connecting strap and wrist cuff to be separated. Due to the delayed return of the product ((B)(6) 2017), additional time will be required to further investigate and determine the root cause of the separation. A supplemental will be submitted upon completion of the investigation. Note: the instruction for use (IFU)was reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. The IFU states, "before each use, check cuffs and straps for cracks, tears, and/or excessive wear or stretch; cracked or broken buckles or locks; and/or that hook and loop adheres securely, as these may allow patient to remove cuff. Discard if device is damaged." Manufacturer reference file # (B)(4).

Event description:
Customer was able to break the restraint. The portion of the restraint that is broken is where the strap and actual restraint connects. The date the issue was discovered is unknown and no patient injuries were reported.